Manufacturer narrative:
The in-house engineer replaced the remote user interface. The system is operating as intended.

Event description:
The customer reported that the joystick is not functioning properly. No pt injury was reported.